Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date: august 07, 2020 - august 10, 2020. H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder ruptured occurred while filling the device prior to patient use. There was no patient involvement. No additional information is available.